Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 13 years. Per the operative report, patient had a very heavily calcified bioprosthetic valve with significant aortic insufficiency. Left ventricular hypertrophy was also noted on transesophageal echo. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to the event. Although the root cause cannot be confirmed, it appears that the aortic insufficiency was likely due to the heavy calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary as received, a section of the tissue was cut off at leaflet 3, most likely due to pathological testing. The missing tissue measured to approximately 4mm at the free margin by 9mm into the cusp area. Tissue tears were noted along the attachment at commissure 1, at leaflet 1 and leaflet 3. The tears measured to approximately 7mm, and may have been due to explant, however, calcification was noted in the region of the tears. The valve exhibited heavy extrinsic calcification in the cusp area of all three leaflets. At the free margins, calcification was heavy at leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrates calcification. (B)(4) = x-ray. Analysis of the subject device revealed extensive extrinsic calcification of the valve. It has been determined that these findings were the root cause of the patient's aortic insufficiency. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible at this time.